Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system's flow sensor was reading intermittently. As a result, an alternate device was employed (serial number (B)(4)), with continued intermittent readings. The surgical procedure was completed successfully with the unit functioning intermittently, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This is related to medwatch 1828100-2013-00053.